Manufacturer narrative:
Investigation results: return: customer returned 4x files in original cassette pack. All 4 files were checked under microscope and found no manufacturing marks or defects. Files were measured using (B)(4) (calibration date 8/16/2023) for d.5, d2, d4.7, d7.5, d11 and wire size and all files passed. File lands were measured using (B)(4) (calibration date 1/26/2024) and all files passed. See attached inspection forms. Engineering advised as no further testing required as sealed returned product meets specifications. DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Failure mode: broken during use. Root cause: no defect proven. Conclusion code: no failure found.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that gt:series x .06 030/25mm file broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury. This is the 1 of 2 complaints.